Event description:
The aci rep reported the following info: when removing the device, the introducer separated from the body of the device. Proper steps were followed, button #3 was difficult but eventually slid back. Manual compression was applied for 20 minutes. The pt was not hospitalized. Multiple sheath exchanges took place. Stick location: femoral head. Vessel size: 5mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.